Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that while the ventilator was connected to a patient two technical alarms were generated. One indicating disabled valves and the other indicating an error in internal memory. There was no harm to the patient. (B)(4).